Event description:
The facility's pediatric nurse coord reported an infusion pump that failed to alarm for an upstream occlusion. A buretrol set was being used to deliver an unk medication with "0.9 saline, 5.5 dextrose and potassium" at a rate of 6.0ml/hr and an unk volume to be infused. The roller clamp was closed above the buretrol. Reportedly, when the buretrol ran empty, the ball fell into place at the bottom of the buretrol, and the drip chamber collapsed. The pump did not alarm for occlusion. The pt's IV clotted and needed to be restarted. No pt injury or adverse outcome resulted. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding the event.